Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had pressed go before connecting their transfer set to the pt line of the homechoice set. The homechoice machine started the drain cycle without the home pt being connected to the homechoice set. The home patient connected their transfer set to the pt line of the homechoice set after they received the system error alarm and tried to start therapy. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's family member.